Event description:
It was reported that the patient presented in-clinic for follow-up with undersensing on the implantable cardiac monitor. There was undersensing of r-waves due to small r-wave signals. Programming changes were made to the device and no patient symptoms were reported.